Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's personal profile settings were incorrect. Reportedly, the customer attempted to deliver a bolus and the recommended bolus amount was larger than the customer expected. Blood glucose was 261 mg/dl. Tandem technical support assisted the customer with adjusting to the desired settings.